Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump intermittently does not respond to presses. Reportedly, the customer turned off the pump screen and then turned the pump screen back on and the touchscreen was responsive. There was no reported impact to the customer's blood glucose level. Reportedly the customer continued to use the pump for insulin therapy.

Manufacturer narrative:
Corrected data for follow-up #1 manufacturer report number 3007981285-2017-24607.